Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc could duplicate the reported phenomenon. It was found the objects, a fibrous object and a crystalline object at close the distal end with checking the exterior of the auxiliary water channel of the subject device. The exact cause of the reported event could not be conclusively determined. However, omsc did the component analysis those objects which were detected follows; -a fibrous object it turned out to be cellulose. Since the appearance of foreign object was fibrous, it is presumed that they were cellulosic fibers it might be occurred that the user used the extremely fluffy a towel or gauze to the subject device and entered to the auxiliary water channel. -a crystalline object a component of a plastic resin called polyacetal (polyoxymethylene) was detected. Since polyacetal is used for various plastic parts (suction bottles and mouthpieces), it might had come from the devices which was combined with the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the auxiliary water channel of the subject device was clogged at the unspecified timing. There was no report of patient injury associated with this event.